Event description:
Int¿l (B)(6) complaint rec¿d concerning leakage incident with use of d1000 tego connectors. It was reported that homecare pts. Tego was leaking and that ¿..pt has to come back to the (hospital) center. The tego has a blood leak (dressing full of blood).¿ the involved set-up/mating devices identified as mecomp catheter and fresenius blood lines. The tego connector was reportedly in use approx 5 days when the incident occurred. Although add¿l info requested, no responses were rec¿d.

Manufacturer narrative:
Mfrs investigation: device return: one (1) used d1000 tego connector was returned for analysis and investigation. The requested mating and access devices were not returned. Visual analysis (pre and post decontamination) recorded that blood was visible on both the inside and outside of the silicone sheath. No other obvious component damages were detected. Functional and performance testing to the applicable tego product specifications was conducted. Functional and performance testing results recorded the returned d1000 device met the applicable performance requirements. Add¿l evals: the d1000 connector was disassembled and examined under magnification. The results recorded evidence of blood fibrin between the tego seal and the post which could have resulted in internal leakage. Conclusion: thorough testing of the returned used d1000 tego connector recorded no functional and or performance issues. The reported leakage issue was not replicated. This report and the associated info have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product reps conduct training and in-servicing of the involved facility staff. The MFR has also provided add¿l literature/white papers on accepted clinical flushing and usage protocols.